Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physicians preference. It was noted that the device was not helping the patients pain. Also, the patient was having anxiety and did not like having a foreign object implanted in the body. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-74 serial #: (B)(4) description: avista MRI percutaneous lead kit, 74cm model #: sc-4319 lot #: 19535355 description: clik x MRI anchor.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.